Event description:
It was reported that, during the process of implanting the catheter, the catheter was 'headed south' despite attempts to thread the catheter up, towards the head. It was stated that there was no spinal anomaly contributing towards the event. Six days later, it was reported that a paramedial oblique approach had worked during the procedure. The reporter was unsure of the patient's condition or whether she was receiving effective therapy following the procedure. The drug being used in the system was unknown, though the device was being implanted for the patient's pain.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).